Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the implant of a leadless implantable pulse generator (ipg), the patient experienced palpitations, a choking feeling, and a very uncomfortable sensation when being paced. A very strong sensation was noted at night in the neck. These symptoms began after the implant and occurred every time the patient was paced, with the sensations becoming stronger over time. The patient had an event during a magnetic resonance imaging (MRI) procedure after being placed into surescan mode, which required a rapid response and adjustment of settings. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.